Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. No patient involvement.

Manufacturer narrative:
Contact information: (B)(4). Field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the vga board. The device is back in service.

Event description:
The customer reported the device will not power on. No patient involvement.